Manufacturer narrative:
Mml reference (B)(4) b2-other: suspected infection other devices explanted: model #: 8145 descriptions: reactiv8 percutaneous stimulation leads serial numbers: (B)(6) UDI: (B)(4).

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site and had wound dehiscence. The physician examined the patient, determined that the ipg site was infected, and decided to expand the reactiv8 system. All components were removed and intact. A culture was collected and came back negative for infection. The patient was treated with IV antibiotics (vancomycin and rocephin) on the day of the explant. There was no report of patient harm or injury. The device history record was reviewed, and no non-conformances were identified.

Manufacturer narrative:
Mml reference # (B)(4). B2-other: suspected infection other devices explanted: model #: 8145. Description: reactiv8 percutaneous stimulation leads. Serial numbers: (B)(6). UDI#s: (B)(4). No device was returned for evaluation, therfore, no product analysis can be performed. The device manufacturing record was reviewed, and no nonconformances were found to be associated with the device.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site and had wound dehiscence. The physician examined the patient, determined that the ipg site was infected, and decided to expand the reactiv8 system. All components were removed and intact. A culture was collected and came back negative for infection. The patient was treated with IV antibiotics (vancomycin and rocephin) on the day of the explant. There was no report of patient harm or injury. The device history record was reviewed, and no non-conformances were identified.